Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-09827. (B)(4) clinical study. It was reported that chronic shortness of breath with exertion, myocardial infarction (mi) and in-stent restenosis occured. In (B)(6) 2011, the patient presented chest pain and was diagnosed with non- st segment elevation of myocardial infarction (mi) and was referred for percutaneous coronary intervention (pci). Subsequently, the index procedure was performed. The target lesion was de novo lesion located in the ramus with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 12 mm and 2.25 mm x 12 mm ion us coa stent in an overlapping manner . Following post-dilatation the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chronic shortness of breath with exertion particularly while walking. It was noted that the subject¿s cardiac enzymes were elevated and was hospitalized on the same day. ECG was performed which suggested a non-q wave mi. It was observed that the subject experienced ischemic symptoms and subsequently, pci was performed. The 95% edge restenosis located in ramus was treated with balloon angioplasty and placement of ion us coa drug eluting stent with 0% residual stenosis. Two days post procedure, the event was considered resolved without residual effects and was discharged on aspirin and clopidogrel.